Manufacturer narrative:
For 1 event the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event the investigation determined the root cause was consistent with insufficient sample pipetting. The follow up/corrective actions for 1 event was that the field service engineer (fse) performed an instrument check and observed the mechanical functions and adjustments. All were acceptable. The issue could not be duplicated. The follow up/corrective actions for 1 event was that the field engineering specialist replaced the sample probe and adjusted the probe positions. There have been no further issues following the service visit. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>2</noe> malfunction events. Non-reproducible results were generated by the cobas 4000 c (311) stand alone system. The events involved a total of 2 patients with the following: one erroneous result for albt2 tina-quant albumin gen.2, one erroneous result for alp2 alkaline phosphatase acc. To ifcc gen.2. The patient's age was (B)(6). There was 1 female.